Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis, with unknown blood glucose levels at the time of the incident. The customer had a kinked infusion set cannula when the set was removed at the hospital. The customer had a cold which made their levels go higher than usual. The customer also had issues with the set pulling out due to adhesion issues. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer feels that their dosages are off and need adjustments. The insulin pump will not be returned for analysis.